Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "textured" against left device. Healthcare professional later reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device in the posterior side assessed as a surgical impact opening. (Shell thickness was within specification) anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed stress marks on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "textured" against left device. Healthcare professional later reported left side rupture. Device has been explanted and replaced.